Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 4. Details of surgery: immediate extraction site. On (B)(6) 2022, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility.